Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display but then the display reverted to normal after the battery was changed. The pump alarmed pump error after the battery change. Customer's blood glucose was 171mg/dl at the time of incident. Troubleshooting found that the pump screen periodically dims. Customer did not have the pump to troubleshoot and was advised to call back for further assistance.

Manufacturer narrative:
No unexpected pump error 23 alarms, blank display anomalies, dim screen anomalies or display anomalies noted during testing. The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, faded serial number label and peeling end cap address label.